Event description:
Consumer applied water based "toning gel" to their upper abdomen then placed the tummy firming belt around their upper abdomen. Immediately after setting the firming belt to the "workout mode", they received severe electrical shocks. Consumer immediately removed the massage/firming belt. Pt's spouse applied water based "toning gel" to their upper abdomen then placed the tummy firming belt around their upper abdomen. Immediately after setting the firming belt to the "workout mode". They received severe electrical shocks. Consumer immediately removed the massage/firming belt. Consumer believes that the exercise belt can produce severe electrical shocks and may cause abnormal heart rhythms. Consumer is also afraid that a small child may get severely or fatally shocked if they were to attempt to use the massage/firming belt. Product was not damaged, repaired or modified.

Event description:
Consumer applied water based "toning gel" to their upper abdomen then placed the tummy firming belt around their upper abdomen. Immediately after setting the firming belt to the "workout mode", they received severe electrical shocks. Consumer immediately removed the massage/firming belt. Pt's spouse applied water based "toning gel" to their upper abdomen then placed the tummy firming belt around their upper abdomen. Immediately after setting the firming belt to the "workout mode" they received severe electrical shocks. Consumer immediately removed the massage/firming belt. Consumer believes that the exercise belt can produce severe electrical shocks and may cause abnormal heart rhythms. Consumer is also afraid that a small child may get severely or fatally shocked if they were to attempt to use the massage/firming belt. Product was not damaged, repaired or modified.

Event description:
Add'l info rec'd from MFR 4/24/02: thane international does not mfg the ab-tronic, nor do they sell this product within the us. Thane has international and canadian marketing and distribution rights only.